Event description:
It was reported that the user administered a manual insulin injection by multiple daily injection while remaining connected to the ilet, in the context of a prior hyperglycemia discussion, and received education on the risk of insulin stacking and subsequent hypoglycemia. Symptoms included no hypoglycemic effects reported following the external injection while connected. Outcomes included no injury and no need for medical intervention. Investigation included troubleshooting and user education regarding appropriate use of external insulin while using the ilet. Investigation of this case revealed user technique and therapy management contributed to the event, with no device alarms and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user technique and concomitant therapy were the likely causes.